Event description:
It was reported that this pacemaker device exhibited pacing inhibition and loss of capture (loc). The physician had performed device interrogation with sensing test which concluded no underlying rhythm at 30ppm. Impedance test was performed without issue. During the right ventricular (rv) threshold testing it was noted that the amplitude decrement started at 3v, the device decremented by 0.1v and lost capture. Furthermore, there was no response from the touchscreen on the programmer, when tried to end test. Several attempts were made however there was no success. The patient became unstable and unresponsive. The patient was pacemaker dependent and programmer continued to try pace at 0.6v at 0.4ms. Subsequently an external magnet was placed over this pacemaker which initiated asynchronous magnet rate pacing at 100ppm and capture was evident on electrocardiogram. It was noted that the patient was asystolic for approximately 10-15 seconds before magnet obtained and was placed over the device. Later, the patient was stabilized and pacemaker function was working appropriately. Patient was then assessed by arrest team and team responsible for care and when deemed stable, the patient was brought to theatre from cardiac investigations safely. This device remains in service. No additional patient adverse effects were reported.